Event description:
Synovitis [synovitis]; left knee effusion [joint effusion]. Case description: spontaneous case report was received on (B)(6) 2013 from a physician database extraction regarding a (B)(6) female pt, initials unk with osteoarthritis (kellgren-lawrence grade IV with no prior effusion). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The pt's medical history was not provided. On an unspecified date in 1998, the pt initiated treatment with the first course of intra-articular synvisc (hylan g-f 20) injection in left knee, dosage regimen not provided. On (B)(6) 1998, the pt received her third synvisc injection. The lot number of synvisc was not provided. On (B)(6) 1998, the pt experienced synovitis of left knee. On an unspecified date in (B)(6) 1998, she had left knee effusion and 70 cc of yellow fluid was aspirated. The pt was treated with intra-articular celestone (betamethasone) at a dose of 02 cc and xylocaine (lidocaine) at a dose of 01 cc for synovitis of left knee and left knee effusion. On (B)(6) 1998, after 48 hours, the pt recovered from the event of synovitis of left knee. The outcome for the event of left knee effusion was not provided. Relevant concomitant medications were not provided. The intensity for both the events was moderate. The reporting physician assessed the relationship between synvisc and the event of synovitis of left knee as definitely related and did not provide the relationship with the event of left knee effusion.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Eval summary - the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit risk profile of the product is not altered by this report.